Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that several days after the device implant procedure, the patient developed a hematoma over the pacer site. Medications were administered to treat the adverse event. Additionally, a hematoma evacuation was performed successfully. The device remains in use. No further patient complications have been reported as a result of this event.